Event description:
Discordant calcium_2 concentrate (ca_2c), albumin concentrate (alb_c), carbon dioxide concentrate (co2_c), cholesterol concentrate (chol_c) and alanine aminotransferase concentrate (alt_c) results were obtained on an advia 2400 for multiple patients. The initial results were reported to the physician(s). The same samples were repeated on an alternate instrument and the repeated results were reported to the physician(s). There was one patient (sample ID: (B)(6)) that was admitted to the emergency room for further testing and evaluation. There were no known reports of adverse health consequences or patient intervention due to the discordant (ca_2c), (alb_c), (co2_c), (chol_c) and (alt_c) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and checked the mixer operations. The cse proactively replaced the mixer motors, mixer rod, drain pump 1 and drain pump 2 cassettes. The cause of the discordant (ca_2c), (alb_c), (co2_c), (chol_c) and (alt_c) results was unknown. The cse verified instrument aspirations and successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.